Event description:
The femur awl broke inside the pt's trochanter. Initially the surgeon attempted to create a wedge at the greater trochanter using an osteotome, as pt's bone was very hard. A mallet was used to knock on the awl, which caused the awl to break into 2 parts. The handle was outside the body and the cutting awl was embedded inside the pt's trochanter. The broken piece was removed from the pt. The surgeon reamed the canal up to size 11mm and overreamed the proximal cortex up to 14mm and still experienced difficulty inserting a 10mm sized nail. Additional knocking of the mallet, caused a new fracture from the intertrochanteric down to subtrochanteric region.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.